Event description:
An implant card was received indicating the patient's device was replaced due to a lead discontinuity. Follow up found that diagnostics showed normal impedance at minimum six month intervals with no changes until (B)(6), 2013. The device was programmed off on this day. X-rays were taken on this day, but no fault or disconnection was visible. No manipulation or trauma was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.